Event description:
It was initially reported that during software upgrade the version 8.0 software would not automatically download. A hard reset was performed and the software downloaded. When the company rep attempted to interrogate the test generator an sql error message was received. Another hard reset was performed and the problem still existed. The company rep did not test the dell x5 handheld device prior to starting the upgrade process however the site did not indicate there were any issues with the handheld as they had not used it in a while. The handheld and software were returned to the MFR for eval. Product analysis is planned but has not been completed.